Manufacturer narrative:
The device has not been received for analysis. However, the reported allegation is confirmed based on the media provided. The information available is insufficient to confirm the cause with confidence, therefore, "unable to exclude device problem" was selected.

Event description:
It was reported that versacross connect access solution for faradrive was selected for farapulse pulmonary vein isolation ablation. During the procedure the physician obtained groin access using a non boston scientific cook needle and inserted a non boston scientific short 11f sheath. The versacross rf wire was then introduced. The dilator for the introducer sheath was removed, after which the physician attempted to advance the rf wire but was unsuccessful. Fluoroscopy revealed that something appeared to be stuck on the tip of the rf wire. The rf wire did not advance beyond the groin access and did not reach the heart. The physician attempted to withdraw the rf wire, but encountered resistance and was unable to bring it back into the sheath. An 11f dilator was reinserted to straighten most of the rf wire, allowing the rf wire to be removed from the body through the 11f sheath. When verified the rf wire had developed a knot at the distal tip. A new kit was opened to use another rf wire and the procedure was completed successfully. No patient complications were reported. The wire is not expected to be return as disposed. It was further reported that the wire was never made it up to the heart, it was only in the formal vein. The wire was only knot on the distal tip and was fully intact. No difficulties were noted with imaging. Versacross dilator was not inserted yet when the knot was discovered

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for farapulse pulmonary vein isolation ablation. During the procedure the physician obtained groin access using a non-boston scientific cook needle and inserted a non-boston scientific short 11f sheath. The versacross rf wire was then introduced. The dilator for the introducer sheath was removed, after which the physician attempted to advance the rf wire but was unsuccessful. Fluoroscopy revealed that something appeared to be stuck on the tip of the rf wire. The rf wire did not advance beyond the groin access and did not reach the heart. The physician attempted to withdraw the rf wire but encountered resistance and was unable to bring it back into the sheath. An 11f dilator was reinserted to straighten most of the rf wire, allowing the rf wire to be removed from the body through the 11f sheath. When verified the rf wire had developed a knot at the distal tip. A new kit was opened to use another rf wire and the procedure was completed successfully. No patient complications were reported. The wire is not expected to be return as it was disposed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for farapulse pulmonary vein isolation ablation. During the procedure the physician obtained groin access using a non boston scientific cook needle and inserted a non boston scientific short 11f sheath. The versacross rf wire was then introduced. The dilator for the introducer sheath was removed, after which the physician attempted to advance the rf wire but was unsuccessful. Fluoroscopy revealed that something appeared to be stuck on the tip of the rf wire. The rf wire did not advance beyond the groin access and did not reach the heart. The physician attempted to withdraw the rf wire, but encountered resistance and was unable to bring it back into the sheath. An 11f dilator was reinserted to straighten most of the rf wire, allowing the rf wire to be removed from the body through the 11f sheath. When verified the rf wire had developed a knot at the distal tip. A new kit was opened to use another rf wire and the procedure was completed successfully. No patient complications were reported. The wire is not expected to be return as disposed. It was further reported that the wire was never made it up to the heart, it was only in the formal vein. The wire was only knot on the distal tip and was fully intact. No difficulties were noted with imaging. Versacross dilator was not inserted yet when the knot was discovered

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5 describe event or problem field updated.